Event description:
Pt was receiving albuterol 4 mg/hr continuously nebulized through ventilator circuit. The cup contained approx 5 hrs worth of medication. When pt's x-ray was taken, medication was inadvertently dumped into circuit and down et tube. Pt was immediately suctioned and bagged. Policy is being changed to provide more supervision and therapists are using eggcrate mattress to help keep medication cup upright. Respiratory therapist reported to MFR.